Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a (B)(6) connection issue between the transmitter and g5 mobile application. Dexcom representative confirmed using share tool that shows the transmitter was activated on (B)(6) 2015. Patient stated that they must of mixed up transmitters and accidently dispose of new transmitter. No additional patient or event information is available.